Event description:
Additional review determined that the patient experienced jolting in the head and down the arm. An x-ray was taken of the ins and extension with no anomalies. An x-ray was taken on the lead and extension with no anomalies. Following the initial event, the patient experienced approximately six shocking events per day in the head and neck. It was unknown if palpating caused stimulation changes.

Event description:
The patient experienced a shocking sensation in his head from their neurostimulator while walking through a security device at a convenience store. It was noted that since this occurrence, the patient had shocking episodes approximately 6 times a day. Impedance measurements were normal. The patient's device was programmed at 4.0 volts, 60 pw, 185 hz, with electrode number 1 and the case. Additional information was requested. See also manufacturer report # 3004209178201108535.

Manufacturer narrative:
(B)(4).